Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet pump displayed alert 38 indicating consecutive motor stalls, the device would revert to the prior screen during a dry-run of supply loading, and troubleshooting could not be completed; the pump was on the latest firmware and blood glucose was unaffected, consistent with a failure to infuse associated with the motor component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications problem and a device failure to infuse traced to the motor component. It was concluded, based on previously established findings for similar reports, that the cause was component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.